Event description:
The complainant reported the patient was on impella cp support. While on support, impella cp had sudden suction alarms when turning the patient. Impella cp attempted to be repositioned under echocardiography at bedside and fluoroscopy in catheterization lab. Both were unsuccessful, which lead to removal of pump and placement of new cp. Patient developed a nose bleed and heparin was temporarily paused. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the positioning issue and vascular damage has been completed. The returned device had no physical abnormalities. The sterile sleeve was dislodged from the tuohy lock. The data logs from the case confirmed suction alarms and later showed a motor current spike with speed deviation, followed by "impella position in ventricle" alarm and a drop in flows. This occurrence aligns with the clinical mention of patient repositioning at the time of positioning issues. The root cause of the positioning issues is most likely due to patient movement. No reports of excessive force or patient anatomy issues were reported. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information related to failure was provided.